Event description:
It was reported that norepinephrine (8mcg / 250 ml bag, concentration of 32 mcg/ml) infused faster than expected at an erratic rate in the ICU. The norepinephrine was titrated to effect via the proximal line of a central venous catheter. Two peripheral IV¿s and one triple lumen catheter were infusing a total of 5 solutions. At 0100 the expected dose of norepinephrine was at 2mcg/min. The user observed an erratic infusion rate, and when paused or turned off, drops continued in the drip chamber. The user changed out the pump module, primed new tubing, and found no further issue with administering the norepinephrine infusion. Intermittent sodium phosphate 15 mmol was given via one of the flush lines at 0130. At the time of the event, the patient was having severe episodes of difficult to control hypertension, which were thought to be associated with the patient¿s underlying condition of traumatic brain injury. The episodes were later determined to be a result of the irregular norepinephrine rate. Once the pump and IV lines were changed, the issue resolved. At 0200 the user observed that the patient¿s mean arterial pressure (map) was more stable than at 0100. Also infusing were 4 other normal saline infusions, three via a triple lumen cvc, and one via a peripheral IV. Nitroglycerin was also infusing via an additional peripheral IV. Although the customer indicated that the patient¿s blood pressure became more stable and the issue was resolved once the pump and tubing was changed, they later reported the patient had expired. It was unclear if the event caused or contributed to the patient's demise. Based on the initial presentation, lack of [meaningful] improvement of the patient, and predicated on family's expressed quality of life indices, comfort care was provided until end of life. Received a copy of the customer's cmdsnet program report from health canada which states, ¿alaris pump was observed to continue giving medication to patient despite the pump being paused or off. The medication was norepinephrine. The patient's blood pressure was very labile and this was potentially contributed due to the unrealized pump error, which caused constant bolusing of the medication. Once the alaris pump was switched and the IV lines were changed, the issue resolved."."

Manufacturer narrative:
Disregard initial file suspect has been changed from an instrument to a disposable set. Reference the new manufacturer #9616066-2019-01386 from e-MDR (B)(4).

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that norepinephrine (8mcg / 250 ml bag, concentration of 32 mcg/ml) infused faster than expected at an erratic rate. The norepinephrine was titrated to effect via the proximal line of a central venous catheter. Two peripheral IV¿s and one triple lumen catheter were infusing a total of 5 solutions. At 0100 the expected dose of norepinephrine was at 2mcg/min. The user observed an erratic infusion rate, and when paused or turned off, drops continued in the drip chamber. The user changed out the pump module, primed new tubing, and found no further issue with administering the norepinephrine infusion. Intermittent sodium phosphate 15 mmol was given via one of the flush lines at 0130. At the time of the event, the patient was having severe episodes of difficult to control hypertension, which were thought to be associated with the patient¿s underlying condition of traumatic brain injury. The episodes were later determined to be a result of the irregular norepinephrine rate. Once the pump and IV lines were changed, the issue resolved. At 0200 the user observed that the patient¿s mean arterial pressure (map) was more stable than at 0100. Also infusing were 4 other normal saline infusions, three via a triple lumen cvc, and one via a peripheral IV. Nitroglycerin was also infusing via an additional peripheral IV. After the issue resolved, it appeared that the patient's condition stabilized, however, later the customer indicated that the devices would be released after approval from the coroner, and it was not known if the over infusion event contributed to the patient outcome. Received a copy of the customer's (B)(6) program report from (B)(6) which states, ¿alaris pump was observed to continue giving medication to patient despite the pump being paused or off. The medication was norepinephrine. The patient's blood pressure was very labile and this was potentially contributed due to the unrealized pump error, which caused constant bolusing of the medication. Once the alaris pump was switched and the IV lines were changed, the issue resolved."